Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Caller tested 3.7 inr on the coaguchek xs system while a comparison lab returned as 2.67 inr. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Event description:
A baxter service technician reported finding a infusor pump with "when attempting to run pump, goes into constant alarm". This event occurred during product evaluation. There was no patient injury or medical intervention necessary. No additional information is available.